Event description:
Pacemaker lead fracture: ela lead implanted on (B)(6) 2005 with regular clinic f/u. Last visit prior to event was (B)(6) 2012 with no indication of any lead issue. Pt emergently presented to ER on (B)(6) 2013 for recurrent syncope; flown to (B)(6) center in complete heart block; no rv capture noted. External pacemaker applied; lead and device replaced on (B)(6) 2013.